Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Hello, I am contacting you to inform you of two material safety issues concerning the 50 ml syringe ref 300865. In intensive care: deformation of the body of the syringe. In a chemotherapy preparation unit: presence of glue on the plunger of the syringe. The syringes in question have been quarantined. Lot concerned: 2312017. I enclose the relevant material safety reports.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (foreign matter): multiple samples were provided to our quality team for investigation. Based on the description provided it is possible what was noted may be silicone. No foreign matter, contamination, or evidence of silicone was observed within any of the samples provided. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2312017 and were found to be within specification. A device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issues. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected, no defects were observed on any of the devices, all product was verified to meet required specifications. Given we did not observe any contamination and silicone content tests confirmed the product met required specification, a root cause for t cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.